Event description:
During use of an exoseal, it was reported that the pulsatile flow from bleed back indicator never stopped although indicator window became black-black pattern. There was no reported patient injury. The patient's age and gender were unknown. The exoseal (6fr) was used for hemostasis after an interventional procedure. The target lesion was unknown. The products were properly inspected and prepped and no anomalies were noted. After the pta, the exoseal was inserted into a sheath introducer (unknown) with no resistance. The angle of access was between 30 and 45 degrees. There was no excessive force used to insert the device into the sheath. The sheath introducer was retracted until the hub engaged with the indicator wire cowling. An audible click was heard when the sheath was locked against the handle assembly of the exoseal. The exoseal with the sheath introducer was retracted as a unit. However, the pulsatile flow from bleed back indicator never stopped although indicator window became black-black pattern. So, the exoseal with the sheath introducer came out of the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication during and after the procedure. There was no reported patient injury.

Manufacturer narrative:
During use of an exoseal device for vascular closure, the pulsatile flow from bleed back indicator never stopped although the indicator window showed black-black pattern. So, the exoseal with the sheath introducer came out of the patient without plug placement. Hemostasis was achieved by manual compression. There was no reported patient injury. The exoseal (6fr) was used for hemostasis after an interventional procedure. The target lesion was unknown. Femoral artery¿s suitability was verified on angiography. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no calcium or plaque noted at the access site. There was stenosis greater than or equal to 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. No resistance/friction was experienced as the exoseal vcd was advanced through the unknown sheath. There was no excess force applied during insertion. The products were reported to be inspected and prepped according to IFU instructions and no anomalies were noted. The angle of access was between 30 and 45 degrees. The sheath introducer was retracted until the hub engaged with the indicator wire cowling. An audible click was heard when the sheath was locked against the handle assembly of the exoseal. Pulsatile flow was observed from the bleed-back indicator. The exoseal with the sheath introducer was retracted as a unit. However, the pulsatile flow from bleed back indicator never stopped although indicator window became black-black pattern. The indicator window did not show any red color during retraction. There was no bleeding complication during and after the procedure. The physician achieved certification on the use of exoseal vcd. It is unknown how many times the physician used exoseal vcd prior to this procedure. One non-sterile 6f vascular closure device was received in a plastic bag. The unit was inserted inside a 6f non-cordis sheath introducer. The indicator window was received in the black/white position. The plug was attached and the device deployment lever was not depressed. Indicator wire was deployed. Guard was depressed. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. Functional analysis was performed and the indicator window achieved on different positions: black/black and black/white/red positions as expected. Functional test was performed (using bench top test model); water was injected through ¿delivery shaft bleed-back port¿ and went out trough ¿pi collar bleed-back indicator tube¿. Water flow diminishes during retraction of device using the simulator (as expected). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, it is unknown if there were any vessel characteristics that may have contributed to the reported change in indicator window color before there was a reduction in blood flow from the bleed back indicator. The reported ¿no reduction in flow¿ and ¿indicator window- incorrect indication¿ could not be confirmed as functional test were successfully performed. Neither the DHR review nor the product analysis suggests that the failures are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.